Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 20-jun-2025. Investigation summary: bd received one sample and three photos for investigation. The evaluation of the photos does not showcase any evidence clotting. The evaluation of the returned sample revealed that although there was additive in the syringe, it was pushed up with the plunger stopper to the top of the sample. Additionally, ten retained samples were visually examined and no defects were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: clotting. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using (1) bd preset¿ eclipse¿, there was no anticoagulant in the syringe. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using (1) bd preset¿ eclipse¿, there was no anticoagulant in the syringe. No adverse impact was reported regarding the patient or user.